Event description:
The pt received a scs system on (B)(6) 2006. It was reported that the pt had lost her programmer and charging system in a house fire. Subsequently, she lost stimulation. Our sjm rep had tried communicating with her system with a charging system and two programmers but to no avail. It was recommended that an x-ray be taken. The doctor plans to replace the system and relocate the pocket at a later date. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.